Event description:
Customer reported the defibrillator would power down when setup for pacing a pt experiencing chest pain. No adverse pt outcome. Svc rep unable to duplicate the reported condition. Proper operation of the device was confirmed.